Event description:
Pt self tester reported lot to lot variability when testing two inratio lots on (B)(6) 2014. Inratio (lot# 344281) = 3.7, inratio (lot # 334580) = 2.1. Test conducted back to back (with 5 minutes). Pt self tester used one fingerstick for multiple tests. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.